Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture could not be confirmed. A proxy indeflator was filled with water, then used to inflate the balloon to rated burst pressure (rpb) of 18 atmospheres and the balloon inflated and held pressure with no leak noted, thus the reported balloon rupture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the left anterior descending (lad) artery. Post dilatation was being completed with a 3x15mm nc trek balloon dilatation catheter (bdc) when the balloon ruptured on the first inflation at 16 atmospheres (atm). The bdc was removed without issue and the stent remained implanted at the target lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.